Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported bolus wizard discrepancy. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer stared that parameters were entered correctly but pump did not make correct calculations based on information entered. No harm requiring medical intervention was reported. No product return will be required for mmt-1885.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed functional testing, including rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self-test. The pump was received with intermittent button response due to flattened button dome switches. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. The pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly or motor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and flattened dome keypad (no crease). In summary, customer alleged device malfunction not confirmed. Unable to verify customer alleged for high bgs. Keypad unresponsive was confirmed during analysis and was due to up arrow button keypad flattened dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.